Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The patient was treated with vancomycin injection (1gm, intraperitoneal, every alternate day, ongoing) and meropenem injection (500mg, intraperitoneal, once daily, ongoing) for peritonitis. The patient recovered from peritonitis. Hospitalization and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.